Event description:
While analyzing the heart rhythm of an unconscious, male patient, the device advised shock for what appeared to be a non-shockable heart rhythm and the patient was defibrillated. There was no adverse effect to the patient due to the reported malfunction.